Event description:
It was reported the gastrointestinal videoscope had tissue adhesive at the front end of the forceps channel. The event occurred during device maintenance. There were no reports of patient involvement.

Manufacturer narrative:
E1: address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation, and update to fields d4 and h3. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause could not be identified. A most likely cause could also not be determined. Olympus will continue to monitor field performance for this device.